Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat grade 4 degenerative mitral regurgitation (mr). Clip visualization was difficult due to imaging. One clip was implanted reducing mr to grade 1-2. On (B)(6) 2018, prior to discharging the patient, echocardiogram confirmed the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda) and mr increased to grade 3-4. No additional treatment is planned. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of worsening mitral regurgitation (mr), is listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedure. All available information was investigated. The reported single leaflet device attachment(slda) was due user technique/procedural circumstances and difficult visualization due to imaging. The reported patient effect of worsening mr was due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The steerable guide catheter was reported under MFR report #2024168-2019-00089.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was received: on (B)(6) 2018, mitral valve replacement was performed and an atrial septal defect occluder was implanted. The patient remained stable. No additional information was provided.